Manufacturer narrative:
Updated fields: g6, h2, h11. Corrected fields: h6 investigation type.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) displayed the message "fan failure detected". Despite the message displayed on the screen, the equipment continued working during the procedure with the patient that day. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and found that the defective fan is the one located at the front. The cable assembly, fan, 70mm was replaced and test were performed. The fse powered the unit off and on several times, and the message no longer appears. Tests were also successfully performed with a patient simulator. All test passed. The failure analysis and testing dept. Received part number cable assy fan serial number (B)(6) with a reported failure of fan failure detected. The fat dept. Performed a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed.the fat dept. Installed the received part number cable assy fan serial number (B)(6) into cardiosave test fixture serial number (B)(6). Testing was conducted in accordance with factory specifications outlined in cardiosave service manual. The functional testing was performed for approximately two (2) hours. During this evaluation, the fat dept. Was unable to reproduce the reported failure. Retaining the fan assembly in the fat dept. In accordance with procedure.

Manufacturer narrative:
Updated fields- b4,d9,g3,g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: g2, h6( medical device problem code). A getinge field service engineer (fse) evaluated the unit and found that the defective fan is the one located at the front. The cable assemby was replaced and test were performed. The fse powered the unit off and on several times, and the message no longer appears. Tests were also successfully performed with a patient simulator. All test passed.

Event description:
N/a

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had defective fan. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.